Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on the right atrial (ra) lead. Additionally, the right ventricular (rv) lead exhibited high but still within range impedance measurements. The involved leads are non boston scientific products. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on the right atrial (ra) lead. Additionally, the right ventricular (rv) lead exhibited high but still within range impedance measurements. The involved leads are non boston scientific products. No adverse patient effects were reported. At this time, this device system remains in service.